Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved. A part was received and is currently under analysis. No findings have been reported.

Event description:
A medtronic representative reported that during a sacroiliac and thoracolumbar case the imaging system was not connecting to the mobile view station (mvs). The site tried re-booting the system twice which did not resolve the issue. The mvs interface cable was unplugged when rebooting. The medtronic representative reported that the pins on the imaging system, where the cable connects, were slightly bent. Rebooting the system again resolved the issue. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.

Manufacturer narrative:
The panel assemble indicator was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.